Event description:
Pt had a titanium plate with 7 screws implanted at the top of the femur. Pt was recovering nicely and then the implant broke in pt's body while standing with walker. Plate removed. Complainant is recovering in the hosp on this date. Another pt was brought in also with a breakage. Complainant does not feel the hosp or drs are warning pts; they are not doing anything. This was all of the info complainant provided and then complainant hung up. The plate had been inserted at another hosp, but admitting hosp had removed it. Second incident: plate was from the same MFR, but it was a different model number. Hosp said the MFR's rep had been at the hosp and they were reporting the incidents to FDA as required.